Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID:2134265-2017-04876. It was reported that the burr became stuck on rotawire and were charred. The chronic totally occluded target lesion was located on the moderately tortuous and severely calcified right coronary artery. A 1.50mm rotalink¿ plus and a rotawire were selected for use. During procedure, it was observed that the burr was unable to advance to the coronary artery. In addition, it was noted that the burr became stuck on the rotawire and charring was noted on both devices. The procedure was completed with another of the same burr and rotawire. No patient complications reported.